Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the lcd isolation tape noted. However, the insulin pump was received with corroded battery tube. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that they received a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap contacts were damaged. The customer stated that the battery compartment was corroded. The customer declined to troubleshoot for the blank display. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.